Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. The fse received notice that the iabp unit has turned off while preparing the unit for use with the patient (not yet used on the patient). After the unit had turned off, the user could switch on the machine again. The machine was able to operate normally. No symptoms of repeated blackouts (normal machine). The fse checked the battery, which was ok normal. Functional testing passed with the test running 1 day and machine operated normally, no shutdown symptoms were found. Checking the log found code 55 iabp shutdown, checking service manual specified problems about key pad control board. Checked the keypad and was able to use all functions, no abnormality found. The device has been checked for safety and returned cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit shut down. There was no patient involvement.